Event description:
The customer reported to olympus, the tip where the red rubber piece of the ultrasonic gastrovideoscope is, has some holes in it and is starting to wear. Inspection and testing of the returned device found a deep cut on the probe unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cut on the probe unit. Additionally, the following non-critical findings were observed: the bending section cover (a-rubber) had a small cut and scratches. The a-rubber adhesive was cracked. The image had multiple broken elements. The cord had minor dents and scratches. There was corrosion on the inner/outer shield plate of the ultrasound (us) connector. The control knob had excessive play. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a specific cause of the phenomenon (scratches on probe unit), could not be identified. Though, it was noted the tip where the red rubber piece is, has some holes in it and is starting to wear. Olympus will continue to monitor field performance for this device.